Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. This universal surgical manipulator unit was returned for failure analysis, and the reported 23410 error was confirmed but could not be replicated. Using logs, the 23410 error was identified, indicating an isa _presence issue¿a mismatch with the supervisor¿thus confirming the fault occurred in the field. Upon visual inspection, no issues were found that would relate to the reported event. The usm was installed and tested on a golden system without issue. Attempts were made to power cycle and exercise the carriage degrees of freedom and pins, but the error could not be reproduced. The unit was then tested on the pftp, passing all tests, including ifs pogo pin and one-wire instrument evaluations. Failure analysis identified accl2 as the potential root cause of the reported event.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the customer was getting repeated 23410 faults on the patient side cart (psc). The technical support engineer (tse) had customer hard cycle psc and vision side cart (vsc) with no change. There was no report of patient involvement or reported injury.